Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the ventilator was not delivering o2 (oxygen) as per set while using the avea ventilator. The issue was found during pre-use testing and was immediately taken out of service. The customer attempted to est (extended self-test) but only to have repeated failure. The customer reported cross checking the gde (gas delivery engine) with a known good one and device was working satisfactorily. The customer reported no patient involvement associated with this event.